Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2024, the intubation instructor was intubating a patient in the PICC intubation room and after establishing a sterile area, he opened the microintubator kit and prepared to operate it, and when checking the integrity of the components, he found a tear in the front end of the tearable sheath, which was evaluated by the intubation instructor, and then operated by replacing it with a new microintubation kit in order to ensure the success of the puncture. No other information provided, at this time.